Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for 12 hours. The patient was in spain at the time and emailed their healthcare provider and was prescribed antibiotics, but did not recall the name of the prescription or the treatment. The patient's blood glucose level reached 24.9 mmol/l (448.2 mg/dl) during the reported event. As treatment, the patient gave a manual injection using an insulin pen. The pod has been discarded. The patient resides in the UK but was travelling in spain at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.2-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.